Event description:
It was reported that a high impedance warning was triggered post-operatively on the right ventricular (rv) lead. The lead was repositioned at which time a perforation was confirmed. The lead remains in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076 implantable pacing lead (B)(6) 2014. (B)(4).